Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer had a low blood glucose event. Customer's blood glucose dropped to 19 mg/dl. The customer stated, the paramedics were called to treat their low blood glucose. Customer stated, their low blood glucose was caused by other health issues the customer had. Customer also reported a sensor error alert on their sensor. Customer's blood glucose was 147 mg/dl at the time of the call. No additional information provided.